Manufacturer narrative:
The device currently remains implanted. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was suspicion of an insulation issue (conductor fracture) with this right ventricular (rv) lead, which resulted in low impedance measurements. Troubleshooting methods with the patient were performed (pocket manipulations, movement postures, etc.); however, the impedance measurements remain low (out of range). This lead remains implanted and in service. No adverse patient effects were reported.